Event description:
Had a hernia repair on (B)(6) 2014. Bard mesh was used. Having constant sharp and burning pain. Had no use of bladder for 7 weeks. Still having pain and burning, tired and weak all the time.